Event description:
It was reported that during a lobectomy procedure, that staples were malformed at the third firing. Another device was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.